Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the b30 error was an interruption in the communication transmission between the scope and the video processor.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Through communication/interviews with the reporter, performed by olympus technical support, it was learned that the user facility isolated the problem to a scope and assigned the cause of the reported problem to the scope. Scope details, such as model and serial number, were not provided.

Event description:
A user facility reported to olympus that they received a "b30: scope communication error." The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.